Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners have caused damage and harm that has led to discomfort and the need for corrective care by a licensed dental professional. Customer service spoke with the patient who said, the aligner treatment has resulted in excessive teeth shifting and gapping. They went to a specialist who informed them that because of aligner treatment they now have exposed roots and will need laser surgery to remedy the exposed roots.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.